Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the device with radially expandable sleeve. A functional evaluation found that pmv performed functional testing, the devices passed an air leak test. The cannula tips were checked with a 221 pin gauge and was in spec. Devices were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a gastric bypass (laparoscopic roux en y), they were trying to insert the device down to the cannula and they noticed that the inner diameter of the trocar was extremely tight, they opened another device to complete the case. There was no patient involvement.